Event description:
It was reported that the customer had another defective foley catheter at jmc. This catheter was found in the bed dislodged from the patient. When the team attempted to reinflate the catheter, it was not inflating properly. This device was in the 9th floor office at jmc. They did not have a lot# for this device, but the current lot they had on the unit was ngjn0456. Representative did contact manager of this unit, rachael sattler, to discuss multiple recent issue by phone of teams next week. They believed all of these issues had been from silicone foleys which could be related to the balloon inflation/deflation issue.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. A potential root cause for this type of failure could be ¿valve damaged, poor molding ¿. However, there was insufficient information to confirm this potential root cause. The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog number for this device is unknown. Therefore, bd is unable to determine the associated labeling to review. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer had another defective foley catheter at jmc. This catheter was found in the bed dislodged from the patient. When the team attempted to reinflate the catheter, it was not inflating properly. This device was in the 9th floor office at jmc. They did not have a lot# for this device, but the current lot they had on the unit was ngjn0456. Representative did contact manager of this unit, to discuss multiple recent issue by phone of teams next week. They believed all of these issues had been from silicone foleys which could be related to the balloon inflation or deflation issue.